Event description:
The customer stated that he tested his glucose and received a reading of 43 mg/dl. He retested using another meter and received a reading of 210 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.